Event description:
The customer reported to a baxter representative a condition of an interlink injection site in which the cap was alleged to have broken off in the PICC line. There was no report of patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available at this time.

Manufacturer narrative:
(B)(4) - the reported condition could not be confirmed, as the sample was not available for evaluation. A batch review could not be conducted, as the lot number of the product in question was unavailable. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation is pending upon receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.